Manufacturer narrative:
Investigation: according to the DHR review process; the result showed there were no issues reported like defective lid during the manufacturing process of the lot number reported under this customer complaint. According with pictures provided from customer it can be seen the following: 1. The product reported belong to lot number 8186913 and part number 305551. 2. The pin of internal part (rotary door) assembled in the lid was cracked, this affect the functionality of the product. According to this investigation the product has a functional failure because the rotary door is broken however, it was noticed that this product was sold to japan region and as per previous information provided from customer, all material sold to this region is being repackaged within a bd facility. This type of cracks could happen due to incorrect handling like hits with a forklifted at the time to load/download the material to trailer box or transportation issues at the time to transfer the material from the ground to the sea. For this reason, the evidence of the original packaging is needed in order to rule out that this issue was generated due packaging damages potential root cause. 1. Non-controlled method to ship partial boxes to end user. 2. Product damaged during the shipment or distribution. 3. Incorrect packaging in the partial sales based on this investigation it was not possible determine the root cause like a failure mode related to the manufacturing process since there is no enough information to confirm it, in accordance to pictures received it can be seen damages that could be cause by transportation issues however the evidence of the original packaging is needed to confirm it.

Event description:
It was reported that before use of the sharps coll next gen 5.4qt clear 20/pack the lid was defective.

Manufacturer narrative:
The manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. Medical device expiration date: n/a. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that before use of the sharps coll next gen 5.4qt clear 20/pack the lid was defective.